Event description:
It was reported that during a calcified and tortuous mid left circumflex artery stenting procedure, pre-dilatation was performed using a 1.5 x 12 mm balloon dilatation catheter. A 3.5 x 28 mm xience v stent was deployed at the target site. A proximal edge dissection occurred and a second xience v stent was deployed to cover the dissection. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.